Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that by keeping the product together with the tweezers, forceps, scalpels, etc. In reprocess, the cable was scratched, and the cable was disconnected, which prevented the image from being displayed. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to the service department of olympus. The service department of olympus checked the subject device and found that no image except color bars was displayed due to deep cuts on the cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that there was an image problem. On (B)(6) 2021, it was reported that the image problem was that no image was displayed. Displaying no image was occurred during a laparoscopic colectomy. The intended procedure was completed with another device. There was no patient injury reported.